Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that this device hardware is not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate which no longer be relied upon to determine the depletion status of the device. Device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that this device hardware is not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate which no longer be relied upon to determine the depletion status of the device. Device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.